Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. A software analysis was initiated to determine the probable cause of the known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the application software, the navigation system application software would non-lps images would import properly. However, following export and re-importing the image, they would appear as axial views, regardless of view, and incorrectly have warnings applied to the image. There was no patient present when this issue was identified. No additional information was provided.